Manufacturer narrative:
Device evaluation: 1 unit of lot c2229775 of echo-hd-3-20-c was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 mar 2025. The lab evaluation notes and lab attendance can be viewed in the for photos from the lab. On evaluation of the devices the following observations were made: visual inspection: stylet and needle returned separate to device. Broken part of needle examined and kinks observed approx. 3.7cm and 6mm from tip of needle. Stylet examined and no issue observed. Kink on sheath observed just below sheath extender and sheath observed to be damaged at this section as well functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2229775 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause for the customer complaint could not be determined. However, a possible root cause may be attributed to excessive biological matter accumulation at the needle tip after the second pass, which could have created resistance during needle retraction. This resistance may have led the user to apply excessive force, resulting in kinking at the core trap of the distal end of the needle. The initial distal kink may have triggered further application of force, leading to additional distal kinks as observed during the lab evaluation. Continued use of force to overcome this resistance may have subsequently caused a proximal sheath kink and ultimately resulted in the proximal needle break. (Ref. Att. 03apr2025_cn-079226_cirl_engineer input_ls03apr2025) corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to excessive biological matter accumulation at the needle tip after the second pass, which could have created resistance during needle retraction. This resistance may have led the user to apply excessive force, resulting in kinking at the core trap of the distal end of the needle. The initial distal kink may have triggered further application of force, leading to additional distal kinks as observed during the lab evaluation. Continued use of force to overcome this resistance may have subsequently caused a proximal sheath kink and ultimately resulted in the proximal needle break complaint is confirmed based on visual and/or functional inspection.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 14 aug 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2229775 of echo-hd-3-20-c was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 mar 2025. On evaluation of the devices the following observations were made: visual inspection: stylet and needle returned separate to device. Broken part of needle examined and kinks observed approx. 3.7cm and 6mm from tip of needle. Stylet examined and no issue observed. Kink on sheath observed just below sheath extender and sheath observed to be damaged at this section as well. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2229775 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause for the customer complaint could not be determined. However, a possible root cause may be attributed to excessive biological matter accumulation at the needle tip after the second pass, which could have created resistance during needle retraction. This resistance may have led the user to apply excessive force, resulting in kinking at the core trap of the distal end of the needle. The initial distal kink may have triggered further application of force, leading to additional distal kinks as observed during the lab evaluation. Continued use of force to overcome this resistance may have subsequently caused a proximal sheath kink and ultimately resulted in the proximal needle break. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to excessive biological matter accumulation at the needle tip after the second pass, which could have created resistance during needle retraction. This resistance may have led the user to apply excessive force, resulting in kinking at the core trap of the distal end of the needle. The initial distal kink may have triggered further application of force, leading to additional distal kinks as observed during the lab evaluation. Continued use of force to overcome this resistance may have subsequently caused a proximal sheath kink and ultimately resulted in the proximal needle break complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14 aug 2025

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle broke where it joins with the handle. "As per cc form": when retracting the needle after the second pass, the detachment of the proximal end of the needle occurred. The needle handle and sheath were easily removed from the scope, while the needle itself was removed from the lesion and the patient tacking advantage for the scope elevator, a control egds was performed and no mucosal damaged were identified. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Esophagus. 2. Please describe the size of the intended target site. 30 mm 3. Was gaining access to the target site difficult? No 4. Was puncture of the targeted site difficult? No 5. What is the scope manufacturer and model number that was used? Olympus gf-uct180 6. Was the scope recently service/repaired? No 7. Was the device used in a tortuous position? No 8. Are images of the device or procedure available? Yes 9. Was the device damaged in packaging before removal? No 10. Was the device damaged on removal from packaging? No 11. Was force required to remove the device? No 12. When was the issue noted? On needle retraction 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? No 14. If not with the device in question, how was the procedure performed and/or finished? N/a 15. Did the patient require any additional procedures as a result of this event? No 16. If additional intervention was performed, was it during the same procedure as the device failure or was itscheduled for another day? N/a 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? Handle end 18. Was gaining access to the target site difficult? No 19. Was force required on insertion of device into scope? No 20. Was resistance felt while inserting the device through the scope? No 21. If the device was kinked below the sheath extender, was the kink observed before inserting the deviceinto the scope? No 22. When was the issued with the product noted? On advancement of the sheath/needle or on needleretraction? Needle retraction 23. Was the endoscope in a flexed or twisted position at any time during the procedure? No 24. Was the stylet partially removed when advancing the needle into the target site? No 25. Was the syringe used during the procedure, after the stylet was removed? No 26. Was difficulty experienced while retracting the needle? No 27. Was it possible to be fully retract before removing the needle from the patient? No 28. How many samples were obtained (passes completed) with this needle? 2 29. Did any section of the device detach inside the patient? No 30. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 31. For procore needle, is the device damage located at the notch/core trap? No, damage was at the proxymal end. 32. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 33. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes